Event description:
It was reported that after the device was implanted the wound has not healed well. The specific cause of the infection is not clear. A complete set of removal and debridement was performed on (B)(6) 2021, and a new device was implanted on the right. The patient's wound was healed well. The patient is stable. Related manufacturer reference number: 2017865-2021-11357.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.